Event description:
The rv lead attached to this ICD was capped and replaced due to a possible insulation breach. After that procedure, this ICD was not able to be interrogated and was replaced.

Manufacturer narrative:
The analysis is based on the analysis of the production documents, the available diagnostic images, and the analysis of the ICD. The manufacturing process of the devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The provided x-ray films confirm the rope conductor outside the lead, as reported in the complaint text. An increased stress level due to interaction with the atrial lead and the ventricular brady lead cannot be ruled out. The ICD underwent an electrical test. It turned out that the device could no longer be interrogated, matching the clinical observation. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was connected to an external voltage source and underwent an electrical function check. First, the current uptake of the electronic module was tested, which was normal and as expected. An additionally performed long-term study of the current uptake also showed no anomalies. Subsequently, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time of the high-voltage capacitors was normal. The battery was returned to the manufacturer for a destructive analysis. The battery was opened and examined. A short-circuit was detected within the battery. This short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis.